Event description:
I received lasik bilaterally on (B)(6) 2015 and was diagnosed with stage I dlk on (B)(6) 2015. Not only am I a patient, but I am also a healthcare provider who has received a lack of answers from my physician. Michigan cataract and eye consul.